Event description:
It was reported that a patient presented to the emergency room with discomfort due to diaphragm stimulation. On (B)(6) 2022, x-ray was performed and revealed lv lead dislodgement. The physician elected to explant and replace the lv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement and cardiac stimulation. As received, a complete lead was returned in one piece. The double bend height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.